Event description:
It was reported that prior to use foreign matter "gel" is discovered on the cap with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter: it was reported that customer is continuing to have the same compliant, gel is in the cap.

Manufacturer narrative:
H.6. Investigation summary. Bd had not received samples, but 1 photo was provided by the customer for investigation. The photos were reviewed and the indicated failure mode for gel in cap with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use foreign matter "gel" is discovered on the cap with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter: it was reported that customer is continuing to have the same compliant, gel is in the cap.